Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information received that this pacemaker was explanted and was reused as an external temporary pacing device. The pacemaker was removed from service when a new system was implanted. Moreover, the patient had a long term home antibiotics treatment. There were no additional adverse patient effects reported. The pacemaker was explanted.